Manufacturer narrative:
Submit date (B)(4) 2011. An investigation is underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a genius 2 calibrator checker. On (B)(6) 2011, f/u was conducted at which time covidien spoke with (B)(6), who was present at the time of the event. Per mr. (B)(6), approx 30 mins after using the calibrator checker the device began to "smoke" at the point the calibration checker connects to the thermometer. He further stated that a thermometer was not connected to the calibration checker at the time of the event but that the calibration checker was still plugged into the electrical outlet.